Manufacturer narrative:
H6: event problem and evaluation codes: updated. No product was returned. We are unable to confirm, the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was unable to be completed, as lot number was unknown. No product was returned. Therefore, no visual and functional tests were performed. The reported complaint could not be confirmed. And the root cause could not be determined.

Event description:
It was reported that the patient underwent surgery under general anesthesia, warmed the fluid, and found that the warm liquid line was leaking.

Manufacturer narrative:
UDI and device serial number/lot number are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.